Event description:
The biomedical engineer (bme) reported that the multigas unit was gave a "gas device error" message, then stopped working. The customer tried using a different connection and changed the water trap, but the issue persisted. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was flatlining when taking readings. They had changed the water trap, but the issue persisted. No errors messages were displayed. The customer was provided with an exchange. No patient harm was reported. Investigation summary: the root cause is determined to be component failure. The sensor needed replacing. The sensor is a replaceable component, where the longevity is dependent upon the following factors: · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. · water trap should be replaced every 4 weeks or as indicated on the device. · ensuring the environment is optimal as described in the operator's manual.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor: model: bsm-6501a, sn: (B)(4).

Event description:
The biomedical engineer reported that the multigas unit was giving a gas device error; and after this error, they cannot use the gf-210ra. The customer used a different connection and changed the water trap, and the issue persists. They stated that they did not know if it was in patient use when the issue was discovered as they were just told to pick up the unit. No patient harm was reported.